Event description:
During setting and drilling of reverse shoulder system the 2.0mm drill broke and left approx. 15-18mm of the drill bit in the glenoid bone. Surgeon determined that removal of broken drill bit would have required extensive debridement of the glenoid bone potentially compromising the procedure. The remaining glenoid base plate and remaining assembly was placed and procedure ended well with secure and correct placement of glenosphere. Patient informed of retained drill bit section and assured that bit would not migrate from prosthetic attachment. Drill bit sequestered and sent to biomedical for reporting to the manufacturer. Manufacturer response for 2.0mm drill bit, equinoxe (per site reporter). Manufacturer sent experience report and local account rep notified hospital for further action.